Event description:
A report was received that the pt's paddle leads were explanted. The pt has lost fluid in her sacral area and the stimulation was causing discomfort. The pt has another medical condition (unrelated to the device). The ipg remains implanted. The pt is reportedly doing well after surgery.

Manufacturer narrative:
The devices were not returned to bsn for further investigation as they were discarded at the medical facility. A review of the mfg documentation of the explanted devices found that no anomalies or deviations potentially related to the reported event occurred during manufacturing. This is the final report.